Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs, other, other/defective. Chair was returned with dead batteries/also joystick cable not connecting correctly/chair was functional after replacing batteries and joystick/only found two error codes indicating possible issue with joystick or other electronic component. Complaint of jerking left to right, turning in circles, won¿t go at slow speed was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs, other, other/defective. Chair was returned with dead batteries/also joystick cable not connecting correctly/chair was functional after replacing batteries and joystick/only found two error codes indicating possible issue with joystick or other electronic component. Enduser called dealer stating that his pwc was jerking left to right, turning in circles, won't go at slow speed, etc.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Enduser called dealer stating that his pwc was jerking left to right, turning in circles, won't go at slow speed, etc.